Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the touchscreen was not functioning properly during use on the cardiosave hybrid intra-aortic balloon pump (iabp). Ther was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer inspected the unit and replaced the touchscreen assembly. The unit passed all functional and safety tests according to factory specifications. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part number with a reported unit failure of the touchscreen calibration. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual confirmed that the calibration fail. Possible cause may be component reliability. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.